Manufacturer narrative:
Additional information : b5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -4.50/6.0/008 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Additional information : b5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -4.50/6.0/008 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaints within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
B5: reportedly no patient contact with complaint lens. D2: product code: qcb. D4: t629610. H10: supplemental 1 and 2 are not applicable due to submission for another claim (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Age or date of birth - unk, sex - unk, weight - unk, ethnicity - unk, race - unk, date of event - unk, product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Product info. - unk, implant date - unk, this product is not marketed in the us, device manufacture date - unk. Claim# (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was damaged during surgery and the back- up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.